Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the implantable neurostimulator (ins) had moved out of the pocket, was poking out, and sitting on a nerve. The patient was in pain. Unknown imaging was done at the health care professional (hcp) office that determined that the ins was sitting on a nerve. A pocket revision was planned but not yet scheduled. It was reported that the hcp was trying to contact a manufacturer representative in regards to the pocket revision. These reported issues started a couple of months ago in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.